Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received insulin pump error alarms. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was not exposed to high magnetic field. Customer was able to clear the alarms and able to complete insulin pump rewind. Customer performed self test and it was passed. Customer performed displacement test and it was failed. Customer stated that the time remaining in the status screen was not accurate. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 42, 37, 23, 68, 22, 53, 3, or 28 alarms noted during testing, however pump error 53, pump error 3, and pump error 28 are found in the downloaded history files due to a hardware error, fault isolated to the electronic assembly. The motor was tested outside the device and passed.